Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damage to the power cables and clock not set alarms was confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 2 days (01jan2000 and 05jun2023 per timestamp). Events captured on 01jan2001 were recorded while the clock was not set; therefore, the exact dates and times could not be accurately recorded. The pump fixed speed and low speed limit (lsl) were set to 9400 rpm and 9000 rpm, respectively. The pump was able to maintain speeds above the lsl throughout the log file. The clock was not set from the beginning of the log file until it was set on 05jun2023 at 11:25:51. While the clock was not set, yellow wrench alarms were active. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller was returned for analysis with a damaged strain relief on the black power cable and a cut in the outer jacket of the white power cable. The controller was functionally tested, and the controller was able to support a mock loop for an extended duration without any alarms activating. Provided information stated that the patient and caregiver were asked about a total loss of power that may have contributed to the backup battery fully depleting; however, both denied any occurrence of a loss of power. It was also reported that the patient historically has had several incidents of disconnecting both power leads at the same time which would result in the use of the backup battery. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate ii system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications and shipped via customer order on 11aug2021. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ and heartmate ii patient handbook section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. The heartmate ii instructions for use under section 4 entitled ¿system monitor¿ informs the user how to properly set the system controller clock. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient's controller was connected to the power module, it was noted that the time and date were not set. The controller had visible damage and was exchanged. Log file review confirmed controller clock alarms. The patient and caregiver denied a total loss of power that may have led to discharge of the emergency backup battery (ebb). A controller exchange did not occur as the patient's backup controller remained the same. It was noted that the patient did get very confused and had several incidents of disconnecting both power leads at the same time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.